Event description:
It was reported that the customer experienced a blank display on the insulin pump. The customer replaced the battery, but the display remained blank. The customer's blood glucose was 256 mg/dl. Troubleshooting was done. Advised customer to insert the new aaa alkaline battery, and the customer stated that the display did not return. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump did have cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window and reservoir tube window, and cracked belt clip slot.